Event description:
FDA/cdrh fcility report rec'd reporting one (1) rf-150 locking blunt cannula "clear butterfly clip wing broke off. ...not handling the lines at the time...just repinning lines to gown." There were no reported pt injuries associated with this incident. The MFR has made multiple attempts to investigate the incident including, status, availability of the actual device to be returned and evaluated, whether the device was pre-tested; how long the device was in use when the breakage occurred; set-up; identity of the medications, drugs being administered and the identity of any concomitant medical products. A review of the manufacturing lot: units were mfg., tested, inspected and released in 12/05 with no exception reports generated. Although the exact cause(s) of the reported problem are unknown, this report and the associated info were statused in the complaint database for analysis and trending.